Manufacturer narrative:
Motor safety circuit failed test alarm noted in the pump history and critical pump error noted on pump history, problem isolated to the printed circuit board. The insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was damaged at the back. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.